Event description:
Lumen with white clamp (used for lipid infusion) of trifurcate set will not flush. Extension set microbore trifuse, 3 bonded maxzero¿ needle-free connectors, 0.2 micron filter, 3 slide clamps (red, white, blue) , spin male luer lock.